Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Caller was instructed by technical support to plug the wall adapter into a different outlet known to be working and leave it connected for at least 30 consecutive minutes to see if the pump would begin charging. Upon follow up, technical support confirmed the pump began charging, and the customer did not experience any recurring issues.